Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had very heavy bleeding"), allergy to metals ("I am allergic to nickel"), rubber sensitivity ("latex allergy") and device allergy ("allergy to several of the contraceptive¿s components"). The patient was treated with surgery (upon removal of the contraceptive device, I lost my fallopian). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, rubber sensitivity and device allergy outcome was unknown. The reporter considered allergy to metals, device allergy, genital haemorrhage, pelvic pain and rubber sensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: information and source documents from duplicate case (B)(4) added to this case; reporters added (lawyer and alias); references from case added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had very heavy bleeding"), allergy to metals ("I am allergic to nickel"), rubber sensitivity ("latex allergy") and device allergy ("allergy to several of the contraceptive¿s components"). The patient was treated with surgery (upon removal of the contraceptive device, I lost my fallopian). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, rubber sensitivity and device allergy outcome was unknown. The reporter considered allergy to metals, device allergy, genital haemorrhage, pelvic pain and rubber sensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had very heavy bleeding"), allergy to metals ("I am allergic to nickel"), rubber sensitivity ("latex allergy") and hypersensitivity ("allergy to several of the contraceptive¿s components"). The patient was treated with surgery (upon removal of the contraceptive device, I lost my fallopian). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, rubber sensitivity and hypersensitivity outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, hypersensitivity, pelvic pain and rubber sensitivity to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.